Event description:
Customer reported that a patient sample, later confirmed to contain anti-e and anti-c, did not react with cells 3 and 6. Patient's antibody screen was positive. Customer was able to identify the anti-c, however, anti-e was not able to be identified with this lot.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Results were satisfactory. (B)(4).